Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received that this patient received another inappropriate shock due to the oversensing of noise. The shock caused the patient to go into ventricular tachycardia (vt), and the device delivered another shock which converted it. The shock impedance measurement was in good range. The noise could be recreated when the patient moves his left arm as well as when the device is manipulated in the pocket. Due to this patient's history with this s-ICD, the physician feels that there is a header issue. A revision was performed and the s-ICD was explanted and successfully replaced. The electrode remains implanted and connected with the new s-ICD. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. No anomalies were found on the device case. Microscopic visual infection found a small hole in the seal plug. The device was able to be interrogated and a memory download was performed successfully. A review of the memory confirmed two shocks were delivered on (B)(6) 2015 and the device had recorded a total of five treated episodes. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately in all three sensing vectors according to its performance specifications, with no out of range measurements, noise, or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Laboratory analysis was unable to determine the root cause of the reported clinical observations. The hole in the seal plug may have allowed fluid into the port which could have caused the noise that was oversensed; however, this cannot be conclusively determined with laboratory testing.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received a shock due to oversensing. The patient had not felt well the day of the shock, but felt better after the shock was delivered. Boston scientific technical services (ts) reviewed the episode report and the rate appeared to be approximately 100 bpm with t-wave oversensing. Ts discussed evaluation considerations. No adverse patient effects were reported. Further information was provided that the patient received another shock. The patient was sitting on his sofa at the time. Prior to the s-ICD implant the patient had a life-vest and there was some interference with that. The patient was seen in clinic, all capture s-ecgs were fine, and the observation was unable to be reproduced. The sensing vector was reprogrammed. X-ray evaluation as done and was normal, though on ts review it was noted there appeared have a curve and that sense b was a bit away from the sternum. The physician felt that the cause of the oversensing and subsequent shocks was some type of unknown environmental noise. No adverse patient effects were reported. Additional information was received that another inappropriate shock was delivered and converted the rhythm into a ventricular tachycardia which the device sensed as noise. The rhythm spontaneously converted. The patient did not lose consciousness but was symptomatic. Based on x-ray evaluation of the header, underinsertion of the electrode's terminal pin was suspected. Noise was present on all three sensing vectors at this time and impedances were normal. Surgical intervention was performed, and the electrode was disconnected from, and then reconnected to, the header. Impedances were normal. Defibrillation threshold (dft) testing was not done. Since the revision no further issues have been noted.